Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an flex-sig with hemorrhoid banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to release the band; however, the cord broke. Reportedly, the scope was then removed from the patient and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an flex-sig with hemorrhoid banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to release the band; however, the cord broke. Reportedly, the scope was then removed from the patient and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.